Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1022318. D4: medical device expiration date: 31-aug-2024 . H4: device manufacture date: 09-feb-2022 . H6: investigation summary no samples were received for investigation in which the customer has stated that "a connector broke within a catheter pathway;" in reference to a 2000e7d product. The customer has indicated that the lot number in use at the time of the event was 1022318; however, further details relating to the nature of the reported break, and the sequence of events prior to the issue occurring were not provided to aid the investigation. The details of this feedback were forwarded to the manufacturing site. A review of the production records for lot 1022318 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
It was reported that 2 bd smartsite¿ needle-free valve was damaged and leaked. The following information was provided by the initial reporter: - a connector broke within a catheter pathway with moderate patient harm.

Event description:
It was reported that 2 bd smartsite¿ needle-free valve was damaged and leaked. The following information was provided by the initial reporter: a connector broke within a catheter pathway with moderate patient harm.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.